Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower had a device was not detected on bus. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jun-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue upon investigation of the actual device used in this incident, it was determined that device was not detected on bus. A field service engineer found all tower doors offline from the bus. Upon inspection of both external and internal medcart bus connections, the communication sled's bus connections were discovered to be loose. The fse reseated the connections and reconfigured the tower in the es software. The customer successfully recovered all doors. The system was tested using both the hardware test application and the dispensing application to confirm proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower had a device was not detected on bus. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.